Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The patient side manipulator (psm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The friction readings were found to be out of spec along axis 1 and 2 during evaluation. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted prostatectomy - simple surgical procedure, the customer had recoverable errors on universal surgical manipulator (usm) 1 of the system. The customer restarted multiple times with no success. Technical support noted multiple 23025/23013 errors on axis 6 and 2. The customer disabled usm 1 and continue with the procedure. The procedure was completed with no patient harm.